Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated that the observed discrepancies occurred during the initial post-insertion period ("early wear time"), which is described in the user guide and supported by clinical performance data as an expected phase of sensor stabilization. Customer care informed the user that system performance is expected to improve following the stabilization period and to recommend continued system use with calibrations as prompted. The user reported experiencing pain at the insertion site and indicated they intend to resume system use once the insertion site healed. The user was advised to contact support should any additional concerns arise.

Event description:
On february 23 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.